Event description:
A report was received that the patient had her pocket site relocated due to discomfort. The patient is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.